Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was not displaying an image due to a defective cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k camera head was not producing an image during reprocessing. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.